Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a 25mm bioprosthetic valve was disabled after an implant duration of twenty-two years and six months due to severe stenosis. A 26mm valve was implanted in the aortic position using the valve in valve procedure. Upon completion of the procedure, the patient had trace pvl. The patient was reported to be well post-operatively and was discharged on pod #2.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) could not be reviewed without a serial number. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm valve was failing due to unknown reasons. No additional information was provided.